Manufacturer narrative:
(B)(4).

Event description:
It was reported that a single undersensed event was observed on a remote transmission. Further review of the episode noted that the drop in sensitivity was too great to pick up. Other episodes were reviewed and small amplitude events were sensed appropriately when the previous event was also small. No programming change was suggested at this time. Patient will be monitored remotely.